Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the procedure was cancelled and the patient was prepped and under anesthesia.

Event description:
It was reported that the procedure was cancelled and the patient was prepped and under anesthesia.

Manufacturer narrative:
Alleged failure: no white balance. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: shielded cable connector from transition to digital board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.